Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak. It should be noted the IFU states ¿the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a dissection from the distal end of an open stent using a gore® tag® conformable thoracic stent graft with active control system. During the procedure, a 37mm gore® tag® device was successfully implanted at the distal end of the open stent. Touch up ballooning was performed, and the procedure was concluded with no endoleak. After the procedure and before the patient was transferred to ICU, it was reported the patient¿s blood pressure slightly decreased. A partial thoracotomy and drainage were performed, and an endoleak was reportedly observed. The endoleak was suspected to originate from the overlap site between the existing open stent and the 37mm gore® tag® device. On the same day, a re-intervention was performed whereby an additional 40mm gore® tag® device was implanted to reline the overlap site.